Manufacturer narrative:
The device is a non-repairable product and was scrapped by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility that the lid of the aspectic battery housing broke off, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility that the lid of the aspectic battery housing broke off, which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.